Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok keypad button was over responsive to user presses. The reporter also stated that both an over and under delivery of insulin occurred because of the issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination or damage was found to the button contacts. The pump case was removed, and the keypad flex connector was properly seated. No internal damage was observed. The complaint was not duplicated, and no defect was found.